Event description:
It was reported that the patient's blood glucose level rose to 22.7 mmol/l (408 mg/dl) while wearing the pod between 5 and 24 hours. The adhesive completely separated from the infusion site (abdomen) causing the cannula to dislodge and leak. As treatment, a new pod was applied.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed, and the product lot met all acceptance criteria. We are unable to confirm or determine the root cause of the reported dislodged cannula. Locked down smartphone: lockdown omnipod software app version: 3.1.5-p001 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g6 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Manufacturer narrative:
The adhesive welds were observed to be incomplete. The incorrectly installed adhesive pad is confirmed as the cause of the cannula dislodgement and failure to adhere. No issues were found with the cannula assembly that would result in leaking during wear. The fluid path was inspected, and no signs of leakage were observed.